Manufacturer narrative:
One sample of a neonatal tracheostomy tube part number 3.5 neo was received for evaluation. A lot number was not provided. A dimensional test was performed and the flange connector of the sample was placed on the ring gage. It was observed that the connector passed testing within tolerance specifications. No failure was observed in the received sample. (B)(4).

Event description:
A customer reported that it was difficult to attach and disconnect the closed suction system from the neonatal cuffless tracheostomy tube.remove the in-line trach suction, that was connected to a mechanical lung (see photo 2) which was also attched to the ventlilator circuit, in order to provide support to the patient. When this occurred I notified my ppl and coordinator (submitted the equipment in question) and entered a safety report alert on our hospitals on-line system. The intersurgical green double swivel elbow adapter (see photo 3 on left) was used to connect to the patient and ventilator circuit an no further issues occurred when needing to disconnect the patient. Please note that the in-line suction catheter in question did not only get stuck to the tracheostomy (shiley) tube but also to an endotracheal tube adatper used on the mechanical lung, thus the issue is not solely related to a new tracheostomy product. Customer is looking to see if the sample was kept to be returned for investigation-to follow up on (B)(6).

Manufacturer narrative:
(B)(4).